Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The previously filed MDR# 3006575795-2024-00110 submitted to the FDA is a duplicate of MDR# 3006575795-2024-00115. Refer to MDR#3006575795-2024-00115 for details. Reference to complaint # (B)(4).

Manufacturer narrative:
On (B)(6) 2024 flowrate issue and 30psi occlusion sensor issue was observed during preventive maintenance activities performed at zyno medical, llc. Cause not established specifically. Yearly preventive maintenance activities performed on this device.

Event description:
On (B)(6) 2024 during servicing activities of zyno medical, llc which includes preventive maintenance there is a flowrate offset% issue where flowrate offset% at pre-rework is 6% and at post-rework it is 1%. Also there is 30psi occlusion sensor issue observed where 30psi value at pre-rework is 274 and at post rework is 264. No patient involved as this is observed during preventive maintenance.